Event description:
At about 2 years ad 1 month after the primary surgery, the patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the liner (11mm) with a thicker one (14mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-jul-2022. Lot 1908801: (B)(4). Expiration date: 2024-10-21. No anomalies found related to the problem. (B)(4).